Event description:
Customer reported the smartsite port was leaking. There was no patient harm and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of set leaked from smartsite port could not be confirmed due to the product was not returned for failure investigation. The root cause of this report was not identified.